Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that customer is experincing low blood glucose in the 40 mg/dl range and also that there is a crack on the insulin pump. Customer's mother was advised that customer needs to call the help line for troubleshooting purposes as insulin pump would need to be replaced. No further information provided.